Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in clinic follow up. Upon review on merlin transmission, the right atrial (ra) lead exhibited multiple automatic mode switch (ams) episodes due to noise. Low pacing impedance, and a drop in p-wave amplitude sensing was also noted on the ra lead. The right ventricular (rv) lead exhibited automatic capture out of range which indicates a possible capture threshold issue. After review of noise episodes, it was suspected that the issues with both ra and rv leads started in april after the patient received multiple appropriate shocks. The patient will continue to be monitored. The patient was not shown to be impacted by the lead issues. Related manufacturer reference number: 2017865-2019-12468.